Manufacturer narrative:
Device received with a detached end cap. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to detached end cap. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device also had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose as well as the drive support cap was loose. Customer¿s blood glucose level was 520 mg/dl. Troubleshooting was performed. Customer was experiencing abdominal pain and nausea. No further details were provided. The insulin pump will be returned for analysis.